Manufacturer narrative:
(B)(4). The loose lock screw did not cause or contribute to the need for the revision surgery. No radiographs confirming the event have been received. The devices were not returned, as they were retained by the patient and no further evaluation of the product can be completed at this time. It is unknown if the patient sustained some impact or fall or if the lock screw was properly fixated at the time of closure. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
During a planned revision surgery to treat foraminal stenosis; post fusion, an unrelated lock screw was found to be loose. Since the patient had fused, the surgeon performed a decompression and the hardware was removed from the patient. Patient is dong well post revision surgery. Patient's activity level is unknown. Patient compliance with post surgical instructions is unknown. Initial posterior lumbar spinal fusion surgery date is unknown.